Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) sealant was not present in the shaft. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pull back against the shuttle handle. The sealant remained inside shuttle cartridge tubing in manufacturing position. The shuttle cartridge and the catheter were inspected for anomalies that may have caused the reported failure. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported sealant failure to deploy due to missing sealant was not be confirmed through analysis of the returned device since the sealant was present in the device. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue; however, procedural factors and handling process are likely as evidenced by the sealant present in the device. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1715901 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not present in the shaft. The vcd will be returned for analysis.